Event description:
Customer reported he had eaten lunched and set up a bloused and the delivery was not successful. Customer reported his blood glucose was 297 mg/dl. He was advised to check his blood glucose and it was at 461mg/dl, treated with manual injection. Customer did not recall any significant events that may have caused the device to alarm. Customer stated the device also alarmed motor error. Device was not exposed to an MRI. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The device functioned properly. Motor was tested outside the device and passed. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.